Event description:
Same case as MFR ID # 2134265-2013-01236, 2134265-2013-01238. It was reported that during preparation for an unspecified procedure, the wire could not be inserted into the tool. The guide wire could not go through the advantage insertion tool. Three different insertion tools were used in the procedure. The procedure was completed with non-bsc insertion tool. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).